Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral vein was attempted with 2 proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional electrophysiology (ep) procedure. Reportedly, on both proglide devices the plunger pushed back about 2 mm when depressed to deploy the needles, when the proglide plunger was removed a suture break occurred. The sutures of two additional proglide devices were successfully preplaced. The ep procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.